Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient experienced a problem with insulin squirting out of their insulin pump. The patient's blood glucose level was 81mg/dl. Trouble shooting was performed and it was found that the customer dropped the product and it cracked. Pump is being returned. No further information available.